Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in a severely tortuous and severely calcified coronary vessel. A 3.00x32mm promus element ¿ drug eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and it was noted that the delivery shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. Proximal half of the stent damaged with struts distorted with stent struts bent and overlapping. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in a severely tortuous and severely calcified coronary vessel. A 3.00x32mm promus element drug eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and it was noted that the delivery shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.